Event description:
It was reported by the rep that the one al 326 was used during a laparoscopic cholecystectomy procedure. It was reported to the rep that the device jammed and would not feed. A new al326 was opened and the procedure was completed laparoscopically. There was no pt consequence.